Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported by the hospital that an elective diagnostic cardiac catheterization via the right femoral artery was performed due to symptoms of chest pain, shortness of breath and a stress test that revealed ischemic changes. Post procedure, an angio-seal was utilized and the pt was sent to the recovery area. Several hours into recovery, the pt experienced a loss of pulses in the right foot. A vascular study revealed to flow in the right iliac artery and severely diminished flow in the right femoral artery. The pt was taken to the operating room for a thrombectomy and removal of the angio-seal plug. The pt was discharged on (B)(6) 2011 in stable condition. The pt has a medical history of hypercholesterolemia. (B)(4).